Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient kept a clamp closed on the patient line during prime. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during initial drain. The home patient (hp) had the clamp closed on the patient line during prime. Gts explained that the clamp on the patient line had to be open during prime so that the hc could prime to the top. Gts also explained that the air that was in that line had now been pulled into the cassette and caused the error. Gts had the hp cycle power to clear the error and advised him to start over with new supplies. Product surveillance contacted the patient's dialysis. The nurse stated she was familiar with the hp and that he was usually very good about calling in with problems. The nurse stated that neither she nor the doctor had been notified of any issues. The nurse stated she would follow up with the hp and discuss the use error. To her knowledge, there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.